Event description:
During the extraction of an alta tibial nail the black handle cracked and splintered. This has occurred numerous times with this type of handle. There was no adverse consequence for the pt or delay in surgery or anesthesia time.